Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they were unable to admit patients to 4 tiles on the central nurse's station (cns) and some of the tiles showed comm loss. When rebooting the cns via the windows side it got stuck at the windows screen with the cns application trying to load and it was giving a "display resolution" error. The bme later reported that the issues occurred when the ups failed in the telemetry data closet, which turned off the nihon kohden telemetry antenna device. No patient harm was reported. Investigation summary: previous reports on this cns include an hdd advisory message, fan threshold error, comm loss advisory message. The procedures for admitting, discharging, and transferring are provided in the operator's manual, chapter 4 (admitting and discharging patients). The cns was sent to nihon kohden for repair on ticket 99607. The motherboard and hard drives were replaced to fix the issue. This device was installed on 10/11/2015. There was no prior history of failure. It is presumed that due to age and perhaps lack of preventative maintenance as evidence in the report of fan threshold error (system overheating), these serviceable components needed to be replaced.

Event description:
The biomedical engineer (bme) reported they were unable to admit patients to 4 tiles on the central nurse's station (cns) and some of the tiles showed comm loss. When rebooting the cns via the windows side it got stuck at the windows screen with the cns application trying to load and it was giving a "display resolution" error.no patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they cannot admit patients to 4 tiles on the central nurse's station (cns) and some of the tiles show communication loss. For the admit issue, they went to the admit / discharge screen, and it does not let them admit a patient or put in the receiving channel. Nihon kohden technical support (tech support) had them check to see if the tiles are being locally filed and they were. However, they said that 4 of them had the same name, tele 1; so had him change the names on those to make sure they are all different. They did this, but they would not refresh to the new names. At this point tech support had the biomed reboot the cns via the windows side. When it came back up, it got stuck in windows screen with the cns application trying to load. Tech support had them verify the ethernet connection on the cns. They saw a data light, and it was firmly connected to the nk port on the wall. They were also getting a display resolution error when the cns is on windows desktop does not want to load. The biomed wrote back stating that the issues occurred when the ups failed in the telemetry data closet which essentially turned off the nihon kohden telemetry antenna device. Once the ups was replaced, the second issue that the customer pointed out could be the failed disk drives as the remaining issue for the cns. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 02/17/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with details of the device failure, but they did not provide patient information. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1 02/17/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with details of the device failure, but they did not provide additional device information. Telemetry transmitters model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that they cannot admit patients to 4 tiles on the central nurse's station (cns) and some of the tiles show communication loss. For the admit issue, they went to the admit / discharge screen, and it does not let them admit a patient or put in the receiving channel. Nihon kohden technical support (tech support) had them check to see if the tiles are being locally filed and they were. However, they said that 4 of them had the same name, tele 1; so had him change the names on those to make sure they are all different. They did this, but they would not refresh to the new names. At this point tech support had the biomed reboot the cns via the windows side. When it came back up, it got stuck in windows screen with the cns application trying to load. Tech support had them verify the ethernet connection on the cns. They saw a data light, and it was firmly connected to the nk port on the wall. They were also getting a display resolution error when the cns is on windows desktop does not want to load. The biomed wrote back stating that the issues occurred when the ups failed in the telemetry data closet which essentially turned off the nihon kohden telemetry antenna device. Once the ups was replaced, the second issue that the customer pointed out could be the failed disk drives as the remaining issue for the cns. No patient harm reported.